Event description:
On (B)(6) 2012, the lay-user/patient's physician contacted lifescan from (B)(6) alleging an error 4 message issue with the one touch verio iq meter. The patient's physician did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's physician claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's physician did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Serial # information was not provided.